Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-17, information was received from a patient via a manufacturer representative (rep) regarding a patient receiving morphine (25 mg/ml, 1.5 mg/day) and marcaine (15 mg/ml, 0.9 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2018, the patient reported pain following the path of the catheter at pre-op, prior to a scheduled pump replacement. During the pump replacement, an unsuccessful attempt to aspirate the catheter occurred, therefore, the hcp implanted a new catheter and tied off the old catheter in the pocket to insure there would be no cerebrospinal fluid (csf) leak from the existing catheter. The patient's dose was decreased from 8.5 mg/day to 1.5 mg/day due to inability to aspirate the catheter. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The patient's status was alive - no injury.